Event description:
It was reported by a company representative that the unit would start and stop without control.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.